Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an unidentified dental bone anchor broke during treatment of a patient. No specific injury to the patient was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part numbers 04.500.013 (ti oba plate anchor domed design 4 holes) and 04.500.016 (ti oba plate anchor domed design 5 holes) were provided. It is unknown which of the two was the complained device. It is unknown if the device was implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.